Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and there was no failure detected. Data was provided for evaluation. The reported event of loss of connection was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "data was provided for evaluation. The reported event of loss of connection was not confirmed via data."

Event description:
Data was evaluated on (B)(4) 2017 and confirmed loss of connection on (B)(6) 2017 with an event date of (B)(6) 2017. Product testing was completed on (B)(6) 2018 we have updated our testing methods for data review since reporting of the prior investigation; currently we are unable to confirm the allegation for incident date of 09/01/2017. The reported event of loss of connection was not confirmed via product testing of the transmitter.